Manufacturer narrative:
Lot and serial numbers of the disposable devices not provided by the complainant, therefore, the expiration dates are not known. The devices are not being returned therefore, failure analysis of the complaint devices cannot be completed. Lot numbers of the disposable devices not provided by the complainant, therefore, the MFR dates are not known. Device history record (DHR) reviews were unable to be conducted for the disposable device or the radio frequency controller as the lot and serial numbers were not provided by the complainant. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
Note: this report pertains to the second and third of three hologic devices used in the same procedure. See associated medwatch, manufacturer's report number 1222780-2011-00093. Following sounding with a suresound and several unsuccessful cavity integrity assessment (cia) tests with 2 disposable novasure devices during an endometrial ablation, the physician did a laparoscopy and saw "a trickle of blood coming from the outside of the fundus" of the uterus and felt it "must be a perforation". The physician proceeded with a tubal ligation. Following this the physician cauterized the bleeding site on the uterus. No further intervention was required and the pt was discharged home. On (B)(6) 2011, it was reported that the pt is "fine". A hysteroscopy and dilatation and curettage (d&c) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.